Event description:
The manufacturer received information alleging during preventive maintenance the device's motor blower was faulty. No harm or injury was reported. The device's motor blower was replaced to address the issue. The device was then confirmed to be operating properly.